Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact. Suture holes were observed around the sewing ring. No other inconsistencies were observed on the valve. Valve appeared in the same condition as in the pictures provided by the customer.. Additional manufacturer narrative: echo was provided and reviewed by third party expert. Echo impression found there to be abnormal motion of all visualized leaflets of the mitral bioprosthesis on iotee early post-pump imaging. The patient had not been weaned from extracorporeal support, and findings on the reviewed images suggest likely low intracardiac volumes and systolic pressures which was consistent with the report of the echo being performed before weaning off from a heart-lung machine. Based on provided echo images, the bioprosthetic valve stents appeared to be normally positioned within the lv cavity, and did not appear to be in direct contact with the left ventricular myocardium. The device was returned to edwards for evaluation. Customer report of regurgitation and immobile leaflet could not be confirmed through visual observation. The device has been sent for functional testing. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known acute complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. The time of onset of the left ventricular rupture in this case and the valve position noted on echocardiographic imagine are atypical of device involvement of the edwards device. A supplemental MDR will be submitted as new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm mitral pericardial valve was explanted at implant due to severe central mitral regurgitation secondary to an immobile leaflet. Per reported information, this valve was originally implanted to correct the patient's native mitral rheumatic stenosis by using everting mattress suture. Tricuspid annuloplasty with a 27mm band was also performed. At implant, both the native anterior and posterior valve cusps and subvalvular tissues were resected. In order to prevent left ventricular rupture by oversizing, a 27mm valve was selected since the outside diameter of a 27mm sizer could go through the annulus and left ventricle easily. Since more annular sutures were used than usual, reefing of the annulus was not performed. After implant, transesophageal echocardiography, performed before weaning off from a heart-lung machine, showed one leaflet, corresponding to p1 and p2, in the closed position and losing mobility. Severe regurgitation was also detected which was likely due to lack of coaptation. Despite adding volume, the left ventricle was bloated, blood pressure did not increase (60 mmhg), pulmonary artery pressure was high (49 mm hg), and regurgitation did not resolved. The device was explanted and replaced with a 27mm mechanical valve while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. The patient had not been taken off bypass during the course of the explant of this device. The sales rep reported that the reported immobile leaflet appeared to have a different texture and coloring compared with the other two leaflets. The customer provided photos, intraoperative echo and intraoperative video. The valve was returned for evaluation. The patient output: the patient was discharged from the hospital one week after the explant surgery. Enlargement of cardiothoracic ratio was detected at an outpatient clinic eighteen (18) days after explant. Pericardial effusion was detected at an outpatient clinic twenty nine (29) days after explant. Approximately one month after explant, the patient underwent reoperation for drainage. Fresh hematoma was detected during the reoperation, and it was noted the posterior wall at the left ventricle was ruptured. Post-operatively, the patient was transferred to ICU with intra-aortic balloon pump (iabp) inserted while the heart was left opened. It was reported that type of left ventricular rupture was between ii and miller iii. The physician commented that since type of left ventricular rupture was between ii and miller iii, the cause of left ventricular rupture needs to be examined, however, another physician commented that left ventricular rupture was caused by a stent of magna mitral ease valve. The customer commented ¿the leaflets of the explanted 27mm mitral pericardial valve could have lost mobility due to interference of the stent to the posterior wall of the left ventricle, and furthermore, left ventricular rupture occurred due to interference of the stent to the posterior wall of the left ventricle.¿ it was reported as unknown whether the first 27mm mitral bioprosthetic valve or the mechanical valve contributed to left ventricle rupture.

Manufacturer narrative:
Additional manufacturer narrative: this valve was explanted at implant due to ¿due to severe central mitral regurgitation secondary to an immobile leaflet.¿ the intraoperative echocardiographic images provided were evaluated by an independent expert in echocardiography who provided the following impression: ¿there is abnormal motion of all visualized leaflets of the mitral bioprosthesis on early iotee imaging. However, note is made that the patient had not been weaned from extracorporeal support, and findings on the reviewed images suggest likely low intracardiac volumes and systolic pressures. It is unclear whether echocardiographic findings under these hemodynamic conditions would accurately reflect valve function during physiologic loading conditions.¿ pulse duplicator testing of the returned valve at edwards showed normal leaflet motion and a total regurgitant fraction of 6.0 %; which is more than two times lower than the maximal allowance (15 %) for this size of mitral valve per iso5840:2005 and iso5840-2:2015. The reported ¿... One leaflet, was in the closed position and exhibited mobility issues...¿ and the reported ¿... Severe regurgitation...¿ could not be duplicated during the in vitro test. These test results may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. It was stated that tee was performed while the patient was still on bypass. Higher than expected leakage may occur in the absence of prosthesis dysfunction due to low left ventricular systolic pressure and low cardiac output, conditions which were reportedly present on cardiopulmonary bypass during the implant operation. Reportedly, approximately one month after explant of the edwards mitral pericardial valve, and the subsequent implant of a non-edwards prosthetic mitral valve, the posterior wall of the patient¿s left ventricle was found to be ruptured. Review of iotee images during the period of the edwards mitral pericardial valve implant by the independent expert in echocardiography provided the following impression with respect to the edwards mitral pericardial valve position: based on the provided images, the bioprosthetic valve stents appear to be normally positioned within the lv cavity, and do not appear to be in direct contact with the lv myocardium. Given that the edwards mitral pericardial valve was observed to be positioned normally during its brief period of implantation, and that no ventricular rupture was detected when the valve was explanted, and that no ventricular rupture was detected when the non-edwards mitral valve was implanted, and that no ventricular rupture was detected when the patient was discharged from the hospital with the non-edwards mitral valve, it is unlikely that the explanted edwards¿ mitral pericardial bioprosthesis was related to the ventricular rupture observed one month after the implantation of the non-edwards mitral prosthesis.